Event description:
Information received by medtronic indicated that insulin pump had blank display and physical damage. Troubleshooting was performed and customer stated that the insulin pump was sleeping in recliner and pump fell off. The customer was advised to discontinue the use of insulin pump. No further patient complications were reported. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display and cosmetic damage at the lcd screen on event date (B)(6), 2022. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found physical damage to u6. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case and minor lcd scratches. In summary, customer allegations for blank display confirmed due to cracked u6. Cosmetic damage at the lcd screen not confirmed. However, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.